Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a damaged keypad cover, and contamination on all keypad button contacts. This report is made based on results of the investigation performed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the display screen was dim and discolored. The keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).